Manufacturer narrative:
Correction to parts replaced from: the vacuum pump oil, catalytic decomp filter, oil mist filter and the adapter converter in the pm2 kit were replaced to resolve the odor/smells issue to: the catalytic converter, oil mist filter cartridge and electrode assembly were replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material is "low." No parts were returned for evaluation and functional analysis. The assignable cause of the odor/smells issue is the catalytic converter, oil mist filter cartridge and electrode assembly. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A planned maintenance (pm) 2 was performed. The vacuum pump oil, catalytic decomp filter, oil mist filter and the adapter converter in the pm2 kit were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 10/03/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.